Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter and attempting to charge the pump for 30 consecutive minutes without success. There was no adverse impact to the customer¿s blood glucose level mentioned. Technical support planned to send a replacement tandem cable and wall adapter via two-day shipping and intended to follow up with the customer, advising them to rely on healthcare provider advice if the pump battery depletes before receiving the new charging supplies. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.